Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable precisely positioned in the pump or hold the cable while it is charging, in order to charge the pump. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement arrives.